Manufacturer narrative:
(B)(4). This complaint is related to emdr # 1828100-2016-00100.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia pump would occasionally jam due to the tubings shifting in the pump during case and stiffening of the tubing when very cold. The small tubing sometimes works itself around the larger tubing, which causes the pump jam. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: according to the chief of perfusion (ccp), during follow-up for emdr #1828100-2016-00100 he mentioned that this cardioplegia pump will occasionally jam due to the tubing shifting in the pump during operation and due to the stiffening of the tubing when it becomes very cold. The small tubing sometimes works itself around the larger tubing, which causes the pump jam. The ccp could not give a date of occurence for the pump jam. There was no pump jam noted in this case. In this case, they were able to set the occlusion per standard protocol, using the pressure drop method. There were no troubles with the occlusion contributing to this issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. During the laboratory evaluation, no abnormal pump jams occurred. The product surveillance technician (pst) installed two sections of 1/4 inch tubing into the pump¿s raceway and started rotations of the pump. The inclusion was increased until full occlusion was obtained and a normal pump jam occurred. The pump was placed with tubing still installed and occlusion still set to full into cold soak at 10 degrees celsius for three hours. When removed from cold soak, the pst pushed the start buttons and rotated the speed knob to start rotations of the pump. The pump immediately went into pump jam with the cold tubing. The pst rotated the occluder knob about an eighth of a turn to decrease occlusion and the pump rotated normally and the pump was operated for five hours at full occlusion with no abnormal pump jams occurring. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.